Event description:
It was reported that the user experienced elevated blood glucose while disconnected from the ilet, and a blood glucose questionnaire was completed with troubleshooting and education provided; the event aligned with high glucose without a confirmed device malfunction. Investigation included a complaint review and user interview. Further investigation of this case revealed no device performance issue and user disconnection as a contributing factor. No clinical symptoms associated to hyperglycemia was reported. Outcomes included no hospitalization, no long-term injury, and resolution with guidance. It was concluded that the event was user-related with cause unclear and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.